Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the control panel assembly would not power on in the arctic sun device. Mss stated that this was indicative of a failed control panel. Biomed stated they would order and replace the part onsite. As per follow up information received on 30aug2022, there were no patient injuries reported and was able to switch patient to a different device. Nurse sent device to biomed and tech support stated it had a failed control panel, biomed will order and replace onsite. As per additional information received on 30aug2022, therapy was running and then the screen went blue and static, and they could hear it running and then it stopped. Mss had the nurse turn off device, unplug, wait 30 seconds, plug in, and turn back on. The screen was still blue, and it was no longer making any noise. Mss advised to send this unit to biomed, nurse sent device to biomed switched to different device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. Mss stated that this was indicative of a failed control panel. Biomed stated they would order and replace the part onsite. The device was not returned. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the control panel assembly would not power on in the arctic sun device. Mss stated that this was indicative of a failed control panel. Biomed stated they would order and replace the part onsite. As per follow up information received on 30aug2022, there were no patient injuries reported and was able to switch patient to a different device. Nurse sent device to biomed and tech support stated it had a failed control panel, biomed will order and replace onsite. As per additional information received on 30aug2022, therapy was running and then the screen went blue and static, and they could hear it running and then it stopped. Mss had the nurse turn off device, unplug, wait 30 seconds, plug in, and turn back on. The screen was still blue, and it was no longer making any noise. Mss advised to send this unit to biomed, nurse sent device to biomed switched to different device.